Manufacturer narrative:
The t:slim g4 user guide states that the pump can stop insulin delivery and alert if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours and can be set anywhere between 5 and 24 hours, or off. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not charge with an adapter. The customer was able to charge the pump with a usb cable. Additionally, the customer received an auto off alarm while asleep. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified and to contact their healthcare provider prior to modifying the setting. The customer also reported that the pump unexpectedly shutdown. The customer's blood glucose level was 225 mg/dl. The customer reported would continue to use the pump until replacement arrived.

Manufacturer narrative:
The failure investigation has been completed and the charging issue was verified. The shutdown was verified in the pump logs; however, no failure was identified (button down event while usb connected - use error).